Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alert prior to the replace battery alert. Customer blood glucose level at time of incident was 330 mg/dl. Customer mentioned that timing was not less than 8 hours from the low battery alert to the replace battery alert. Customer stated that new battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.